Manufacturer narrative:
The insulin pump had no button response due to unlocked keypad flex connector on the lcd board. Unable to test the device communication with the glucose sensor simulator and the minilink transmitter and alarm error due to no button response. No damage noted on the case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.